Manufacturer narrative:
A ventilator was reported with failing the internal leakage test and pressure transducer test during pre-use check. Our field service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. The pcb was replaced and the ventilator passed the pre-use check and was returned for clinical use. The pcb was not returned but logs were sent back for investigation. The unit failed pre use check at 2021-10-14, a few days before the aware date. Last time it passed was just before the fail on the same day. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was sent back, the root cause cannot be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).